Event description:
Patient with history bilateral breast implants inserted in 1985. Patient noticed left breast was enlarged and was becoming progressively larger and firm over several days. She was admitted to the hospital in late 2008 for IV antibiotics for probable infected left breast implant. The patient went to the or two days later for explantation of 2 implants, open capsulotomy of the left breast, I & d of breast capsule cellulitis, and chest wall biopsies. Post op diagnosis: ruptured left breast implant x 2 (one saline and one silicone).